Event description:
Doctor went to use a disposable checkpoint guardian nerve stimulator during a surgical case but it did not turn on. No lights at all came on. Opened a second nerve stimulator and utilized it without any problems.